Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of malnourished and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. Additional information was received from a nurse. On (B)(6) 2012, the patient was hospitalized for an unreported indication. On (B)(6) 2012, the patient was diagnosed with peritonitis. On an unknown date, the patient began vancomycin therapy for peritonitis. The nurse declined to provide any further information. The patient was recovering from peritonitis. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for h11l14079 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.